Event description:
Patient contacted dexcom technical support on (B)(6) 2013 and claimed that on (B)(6) 2013 patient did not see the sensor wire upon removal of the applicator. Patient forgot to pull up all the way on the collar.